Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a patient sample generated elevated potassium and creatinine results when run on the architect c8000 analyzer. Potassium: initial results of 6.6 and 5.7 mmol/l were generated. The sample was repeated on another analyzer and a result of 4.9 mmol/l was generated. Creatinine: an initial result of 6.02 mg/dl was generated. A new sample was run in the ER and a result of 1.26 mg/dl was generated. The sample was also repeated on a different analyzer and a result of 3.15 mg/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
Elevated potassium and creatinine results were generated on a patient sample. The abbott technical representative reviewed the architect c8000 instrument logs and found intermittent error code 3375 sample aspiration errors. The customer replaced the sample probe, performed probe calibration, ran a precision study, and then ran qc. Results of the precision and qc was good. Additionally, there were no additional sample aspiration errors reported. The abbott technical representative states the likely cause was the sample probe and that the customer agreed the issue was resolved. No additional erratic or discrepant results were reported. A review of historical data for the sample probe list number (B)(4) revealed no systemic issue or adverse trends associated with the issue described in this complaint the architect system operations manual and technical bulletin: (B)(4), preanalytical and system guidance to reduce inaccurate results provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results. The investigation did not identify a malfunction or deficiency.